Event description:
It was reported that during surgery, the instrument failed to keep hold of the tibial baseplate. The instrument's lever was triggered into the lock position, however, the tibial baseplate detached and fell on the floor.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.